Event description:
It is still possible to use the broach handle, but a lost spring sometimes loosens the broach from the handle. There was no adverse consequence for the pt or delay in surgery or anesthesia time.